Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related mfg deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that both product codes are obsolete. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient revised for pain.